Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
Patient with an asd was treated with a 14 mm amplatzer occluder. Patient showed a really small aortic rim. Nevertheless the device was implanted with a good result. At the check the day after, a pericardial effusion was detected by using tee. So they decided to prolong the stay of the patient. Another day after they rechecked, but this time with tee and there were no changes in the pericardial effusion. After that the decision to explant the device was made. The device was removed by surgery and a pericardpatch was implanted. An erosion in direction to the aorta was found, but the aorta was not affected at that time. The patient was stable through the whole time (from asd implant to surgery) and also afterwards and is now well. No patient consequences.

Manufacturer narrative:
Additional information: h3 & h6. An event of pericardial effusion, erosion in the direction of the aorta, and device explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.